Event description:
A report was received that the patient was experiencing pain at the ipg site and the battery was too superficial. The patient underwent a revision procedure wherein the ipg was moved deeper. No device malfunction was suspected. The patient was doing well postoperatively.